Event description:
Patient was implanted with click-x construct at l3-4 and l4-5 on an unknown date. The patient developed adjacent level disc disease at l2-3 discovered on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and patient was revised to a posterior spinal fusion at l2-3. This is 2 of 15 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The patient had developed adjacent level disc disease at l2-3 discovered on an unknown date. Operator of device was a health professional. Original implant date unknown this is report 2 of 16 for complaint (B)(4). (B)(4). Reporter is a health professional, occupation: materials manager. Original awareness date is (B)(4) 2012. Awareness date that the product code and other information was missing from the initial MDR is (B)(4) 2013. Placeholder.

Event description:
This is report 2 of 16 for complaint (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, no product was received.